Event description:
During coronary stenting, difficulty maneuvering the device through the vessel to the target lesion was encountered. Subsequently, when the device was withdrawn and evaluated, the distal end of the stent was observed to be flared. The target site was a lesion in the posterior descending artery (pda). The vessel was moderately calcified and moderately tortuous. There was 75% stenosis. Radial approach was chosen for the procedure. Pre-dilation with a sprinter balloon was conducted initially, and cypher 2.5/28mm was inserted and advanced inside the guiding catheter with no issues. However, there was a resistance encountered prior to reaching the lesion, and so the cypher was withdrawn from the patient. Then the physician visually confirmed the distal end of the stent to be flared (which was coded as "other" under f10 device code). Therefore, another stent (taxus) was implanted, and the procedure was successfully finished. There was no patient injury reported.

Manufacturer narrative:
The product will not be returned for evaluation and testing. However, any additional information will be submitted within 30 days upon receipt. This device cannot be legally distributed in the united states; however, it is similar to the cypher sirolimus-eluting coronary stent marketed in the us.